Manufacturer narrative:
As of (B)(6) 2017 aso has notified the manufacturer about the event. The manufacturer evaluated retained samples of the same lot number. Refer to section for further details. The manufacturer is still reviewing the batch records and will update aso with final investigation. Aso will follow-up on this report as soon as we receive further information from the manufacturer. On (B)(6) 2017 aso received completed investigation from the manufacturer. Refer to section for further details. Section code "conclusion not yet available-evaluation in progress" removed.

Event description:
Consumer's daughter (care provider and registered nurse) reported that after 8 days wearing the dressing her mother's skin started to have an odor. Consumer stated that product was not peeling off the edges and when removing the bandage this pulled the skin off from her leg.

Manufacturer narrative:
As of 02/27/2017 aso has notified the manufacturer about the event. The manufacturer evaluated retained samples of the same lot number. The manufacturer is still reviewing the batch records and will update aso with final investigation. Aso will follow-up on this report as soon as we receive further information from the manufacturer.

Event description:
Consumer's daughter (care provider and registered nurse) reported that after 8 days wearing the dressing her mother's skin started to have an odor. Consumer stated that product was not peeling off the edges and when removing the bandage this pulled the skin off from her leg.